Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 869-021, 510k # k040962 was cleared in the united states.

Event description:
It was reported that the patient underwent a posterior surgical procedure to extend a previous construct from l2-l5 to t9-l5 due to kyphosis at l1-2. It was reported that approximately 4 years post-op the rod was found to be broken between l1-2. The patient reported having pain. The patient underwent a revision surgery in which a cage was inserted between l1-2 and crosslinks were added to make a dual-rod construct. The surgeon commented that l1-l2 had instability because of 'vacuum,' and that stressed the rods; and the rods broke eventually. No additional patient complications were reported.

Event description:
It was reported that the patient underwent a posterior surgical procedure. It was reported that the patient had pseudoarthrosis which resulted in a rod breakage. A revision is scheduled for next month. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.